Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to his artificial urinary sphincter (aus) was not working. A replacement surgery was performed and upon removal it was observed that the pressure regulating balloon was empty; therefore, the cuff was not closing. The source of the fluid leak was not identified. All components were removed and a new aus was implanted. The patient fully recovered.